Manufacturer narrative:
The reported complaint of "leak in the thermogard xp ivtm system (sn (B)(4))" was not confirmed during the visual inspection and functional testing. The ivtm system performed as intended. The probable cause for the reported complaint was due to leaking start-up kit (suk). The suk was discarded by the customer. The reported complaint of "low coolant in the system" was confirmed during the visual inspection. The ivtm system was filled with glycol to remedy the problem. Upon visual inspection, unrelated to the reported complaint, observed damage on the white guide roller and noticed missing drip pan. The white guide roller and the gasket for coldwell cap were replaced to remedy the damage. The cause for the physical damage was due to normal wear and tear. The thermogard xp ivtm system is a reusable device and was manufactured in march, 2014 and is 5 years old, system has exceeded its expected service life of 5 years. Therefore, this type of physical damages are characteristic of normal wear and tear for the life of the device. The thermogard xp ivtm system passed the functional testing without any error. The event log review showed no significant discrepancies. Following service, the thermogard xp ivtm system passed all the testing without any issue or fault. Historical complaints were reviewed and there was no similar complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
The user noticed leak in the thermogard xp ivtm system (sn (B)(4)) and observed low coolant in the system. Suspecting start-up kit (suk) leak. No additional information was provided. No known impact or consequence to patient information was provided. The suk was discarded by the customer.